Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced erosion on the cuff. It was noted that the cuff was malpositioned. The aus was explanted and replaced. No further patient complications reported.